Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that doctor injected a patient in the knee and the patient now has inflammation on site. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed by our quality engineer team for provided material number 305167, lot number 0037588. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the patient developed inflammation in the knee after being injected with "methylpredmisolone acetate 40mg and lidocaine plain 1%" via the needle 21x1-1/2 rb. The patient is currently undergoing medical tests for signs of infection. The following information was provided by the initial reporter: dr. Injected a patient in the knee with methylpredmisolone acetate 40mg and lidocaine plain 1%, while using a mckennson luer lock tip 3cc and bd precisionglide¿ 21 g x 1-1/2" hypodermic needle. Inflammation occurred on the patient, patient is currently undergoing tests for any sign of infection or further healthcare.